Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device but could not reproduce the reported failure. It was observed that the device functioned properly. The downloaded device data did show evidence of the reported failure. The device was then tested extensively, but no discrepancies were found. Proper device operation was observed through functional and performance testing. Physio-control evaluated the battery that was returned with the device. It was observed that the battery was depleted, showed 1 flashing led and had an open circuit voltage of 11.195 volt. There was a slight misbalance with cells 1 - 4. Cell 3 showed a slightly lower voltage and a higher series resistance. It was determined that the cause of the reported was due to a depleted battery. A replacement device was provided to the customer under warranty. The follow-up medwatch report should indicate: physio-control evaluated the device but could not reproduce the reported failure. It was observed that the device functioned properly. The downloaded device data did show evidence of the reported failure. The device was then tested extensively, but no discrepancies were found. Proper device operation was observed through functional and performance testing. Physio-control evaluated the battery that was returned with the device. It was observed that the battery was depleted, showed 1 flashing led and had an open circuit voltage of 11.195 volt. There was a slight misbalance with cells 1 - 4. Cell 3 showed a slightly lower voltage and a higher series resistance. A conclusive cause of the reported failure could however not be determined. A replacement device was provided to the customer.

Event description:
It was reported to physio-control that the customer's device had an empty battery after the daily 03:00 am self-test. Upon device evaluation by a third-party service agent, it was observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device but could not reproduce the reported failure. It was observed that the device functioned properly. The downloaded device data did show evidence of the reported failure. The device was then tested extensively, but no discrepancies were found. Proper device operation was observed through functional and performance testing. Physio-control evaluated the battery that was returned with the device. It was observed that the battery was depleted, showed 1 flashing led and had an open circuit voltage of 11.195 volt. There was a slight misbalance with cells 1 - 4. Cell 3 showed a slightly lower voltage and a higher series resistance. It was determined that the cause of the reported was due to a depleted battery. A replacement device was provided to the customer under warranty.